Event description:
It was reported that there were discrepancies between the sensor and blood glucose readings. The customer stated that the blood glucose readings had been between 50 and 220 mg/dl. She reported that the sensors had inaccurately been reading lower than 40 mg/dl and higher than 400 mg/dl. She advised that the issue did not cause her to become hospitalized and declined troubleshooting assistance for the matter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.